Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter occupation: attorney.

Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages. Update rec'd 2/23/15 - sales rep reported revision surgery. Patient was revised to address subluxation. Update rec'd 2/23/2015: pt. Underwent a l total hip replacement at other facility in 2006. Pt recently had r total hip replaced in 2013. After recovering from r total hip surgery she started to have pain in the left hip. An MRI showed mild increased activity near the tip of prosthesis within the femoral shaft - may be indicative of loosening or infection.: acetabular revision of left total hip. Update ad 17 jul 2018: receipt of ppf and medical record. In addition to what was previously alleged, ppf alleges elevated metal ions. After review of medical records, revision notes stated that upon incision of the gluteus fibers, a scarred hip capsule filled with serosanguineous fluid was evident. There was an area of lysis with some debris in the inferior anterior corner of the acetabulum which was curetted out.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.